Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow-up visit, myopotential oversensing was observed. Oversensing was reproducible with deep breathing and coughing. Patient was not symptomatic. Programming changes were made and no more oversensing was noted. Patient was fine after device reprogramming.